Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The patient's blood glucose of the time was 400 mg/dl. The customer stated he changed the infusion set and received a no delivery alarm. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer stated that about 20 units of insulin went out of the reservoir. The customer stated that the pump did not alarm no delivery. The customer was advised that the pump is working as designed.